Event description:
Reporter indicated that his vns therapy programming wand was malfunctioning, in that it would not properly power on even after a new battery was placed into it. Good faith attempts for the return of the programming wand are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.